Event description:
The manufacturers' evaluation department determined the needle that is part of the softclix system used in finger-stick blood glucose testing protrudes outside the dial cap after use. The original reporter stated lancet device weas not working and weas unable to puncture finger in order to obtain a glucose test.no action or treatment reported. A request was made for the return of the suspect device and replacement product was sent.